Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Between the (B)(6) 2009 and (B)(6) 2013 the device recorded 20 successful manual power ups. On the (B)(6) 2014 the device recorded a weekly auto self-test fail due to a low battery. Between the (B)(6) 2015 and (B)(6) 2015 the device recorded another seven low battery fails.investigation was unable to replicate the reported fault. The device performed to specification during testing at heartsine. It is likely the low battery fails were due to a genuinely depleted pad-pak. No pad-pak was returned for investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.